Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin shot out of the tubing during the priming process. The patient discovered that the drive support cap was sticking out. The patient's blood glucose at the time of incident is unknown. The customer did not know how the damage occurred. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.